Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: unknown/ not provided. Explant date: unknown/ not provided. There is no indication the lens has been explanted. Initial reporter name and address: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the patient's operative eye, the surgeon noticed that there was a small plastic piece in the eye, apparently from the cartridge. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 29 nov, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the returned product under magnification was performed. The alleged foreign material could not be identified as part of the return. The complaint device was disassembled and no flashings or reasons for the foreign material could be identified. An excessive amount of viscoelastic residue could be observed in the lens module and cartridge however. The complaint issue was not confirmed, therefore, there is no indication of a product deficiency or product malfunction. Conclusion: the complaint issue loose foreign material (small plastic piece) was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow ups we learned that the exact event date is unknown. The eye was rinsed and the plastic part was removed. The lens remains in the eye and the patient is fine. No further details were provided. Device evaluation: no complaint materials have been received. Customer provided photos have been provided as part of the initial complaint. Visual inspection of the customer provided photos revealed the smartload inside of it's tray and filled with ovd/bss. No issues with the smartload that could contribute to foreign material or a piece of the smartload being implanted in the patient. The complaint issue "foreign material - loose" was not confirmed. No additional issues were observed during evaluation of the customer provided photo. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.